Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by the following instructions for use which state: the instruction manual¿ evis lucera gif/cf/pcf type 260 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual¿ evis lucera gif/cf/pcf type 260 series, reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that during reprocessing. A black straw-like foreign material was found in the channel of the gastrointestinal videoscope. There were no reports of patient harm.